Manufacturer narrative:
Clarification to d6a implant date: partial date was provided as "(B)(6) 2015". Reason for reoperation: rupture; "siliconomas emerged in the soft parts near the submammary groove". Additional, changed, and/or corrected data: b1, g2, h6, h11.

Event description:
Patient representative reported "signs of rupture of the right prosthesis with siliconomas emerged in the soft parts near the submammary groove." Patient underwent prosthesis replacement surgery for rupture of the right prosthesis. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma.

Event description:
Patient representative reported "signs of rupture of the right prosthesis with siliconomas emerged in the soft parts near the submammary groove." Patient underwent prosthesis replacement surgery for rupture of the right prosthesis. Device has been explanted and replaced.